Event description:
It was reported that the monitor was rolling upon boot up and that the system was not useable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 200 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.